Event description:
It was reported that intermittent air bubbles were observed within the cartridge tubing with multiple cartridges there was no adverse impact to the customer's blood glucose level. Despite multiple cartridge changes, issue continued to occur and the pump was replaced. Customer primed the tubing to address the issue and continued to use the pump for insulin therapy.